Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for radicular pain syndrome (radiculopathies) reported seeing an informational power on reset (por) error message after changing their recharger antenna and that therapy had stopped. The patient was walked through clearing the por which resolved the issue, and therapy was turned back on and was adequate. The recharger was used allowing the patient to achieve six coupling bars. The patient programmer (pp) was also used and it was able to connect.